Event description:
It was reported that product performance data was reviewed and classified as t-wave oversensing. The right ventricular lead remains in use. The patient was enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Products: d274drg, implantable cardioverter defibrillator, 2010 (B)(6); 1388t, competitor implantable pacing lead, 2005 (B)(6). (B)(4).